Event description:
Customer's family member reported receiving readings of 195 mg/dl and 74 mg/dl. Customer is on an insulin pump. Family member reports pt almost slipped into a seizure and pt was shaking and screaming. Freestyle readings were not consistent with these symptoms. Family member provided jelly beans to customer to raise glucose levels and unhooked the insulin pump to avoid further mishap.